Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked. The event was further described as; during infusion with auto cells, some drops of cells were leaking out of the "squeezer" part of the tubing. The nurse taped the small area leaking and finished the last part of the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: update product description to: clearlink system y-type blood/solution set (reported as unspecified access set on initial). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial h10: one actual and one companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testswhich included pressure test and a clear passage under water test were performed and the results were not satisfactory. Functional tests revealed a leak in the upstream part of the hand pump in both samples. The reported condition was verified. The cause of the condition was manufacturing related due to damaged material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.